Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted due to normal elective replacement indicator on (B)(6) 2014. The condition of the patient was good after the procedure.